Event description:
Caller called to report that on her seventh eye appointment with (B)(6), ophthalmology tech to be fitted with soft contact lens; "we washed our hand thoroughly and proceeded to place the lens in my eye." "I hadn't gotten the lens all the way in my eye when I began to yell in pain." "I couldn't get the lens in my eye because it hurt too bad." Caller stated that she had tearing, burning sensation and that she was afraid her irregular cornea would be damaged further because of this. The caller's eye was flushed three times and was given a cold pack. The caller was unable to drive home due to pain and swelling in her eye. She called her husband to tell him about the incident and he requested her not to drive home. She sat in her car for several hours with sunglasses on. Once she was home she continued to put an ice pack on her eye, and noticed in the mirror that her eye was blood shot red. "I wanted to get my medical records and learned that the tech did not keep record of all of my appointments nor, did my ophthalmologist know of the incident that happened to me during those appointments with the tech.